Manufacturer narrative:
(B)(4). The reported events of iritis, high intraocular pressure, hyperemia and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Clinical patient experienced the adverse events of anterior chamber inflammation, conjunctival hyperemia, and corneal edema with a xen 45 gel stent in the right eye the day after implant. All events were mild and no treatment was noted. Patient then experienced postoperative uncontrollable intraocular pressure roughly three weeks after implant. This event was severe and required a accompanying operation for resolution/mitigation. Device remains implanted.

Event description:
Additional information received noting the event of "supraciliary lamina detachment" has resolved and patient experienced another event of uncontrollable iop after implant. This event was severe and required an accompanying operation to resolve.

Event description:
Additional information received noting a patient experienced "supraciliary lamina detachment" roughly 14 months after the xen implant. This event is noted as mild with no treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received, noting that patient experienced severe scarring of the filtering blebs. A little less then (B)(6) months after implant. The event needed no treatment. And ultimately resolved (B)(6) months later.